Event description:
It was reported, the patient had an infection in their device pocket. The patient was hospitalized and the system was explanted. The patient's status at the time of this report was listed as "alive - no injury". The pump contained morphine. It was further reported no replacement was performed and no cultures were done.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).